Event description:
As reported by the user facility: event 2: details of complaint (reported issue): continuous air in line alarms for two life support medications. Vasopressin and dobutamine; alarms going off at same time, unable to infuse medication. Upon visual inspection small 'champagne bubbles in vaso. Line. No visible air in dobutamine line. Needed to disconnect patient from infusions and 'small prime'/5ml several times without resolution. Champagne bubbles not advancing in vasopressin line. So new bag and tubing primed. Dobutamine continued to have air in line alarm despite no visible air in line. Unable to resolve issue with small prime so needed to reprime a new line. No resolution to air in line alarms for either drug. Writer asked for assistance from unit educator who also could not resolve alarms and additional colleague rn who was also unable to find a solution. Finally all lines changed a second time (a total of four sets of tubing and an entire bag of medication wasted) and pumps exchanged as well. No more alarms. It is unclear if tubing or pumps were the cause." No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph of the IV set was provided for evaluation. The photograph was evaluated, revealing the presence of bubbles in the tubing. The reported defect was confirmed. While an exact root cause could not be determined, a possible root cause could be related to incomplete priming of the IV-line, infusion of cold solutions which may exhibit air bubbles coming out of the solution as the fluid warms, incomplete filling of the drip chamber during priming. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.